Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contamination of transfer set (the entry of the duct connecting to the body was touched with the hand). It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy were not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow-up.